Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, when using the stapler for intestinal resection, the tip part of the reload was not fired and was not formed. The staple line was incomplete distally. An additional reload was taken out and the resection was performed. When using the clip applier for blood vessel ligation, the clip applier's handle could not be squeezed. It could not be loaded with even one clip from the beginning so a new device was used to resolve the issue. There was no patient injury.